Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log found force sensor and flange sensor errors. Occlusion test was performed but the customer's problem could not be replicated. Replaced clutch half's left and right with leadscrew and spring as preventative measure since parts were over 5 years old.

Event description:
It was reported that the device had a plunger travel error. There was no patient involved and no patient harm/adverse event reported.